Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that after the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.5 diopter into the patient's left eye (os), he noticed it had torn. The lens was removed intraoperatively on (B)(6) 2018. On (B)(6) 2018 an alternate lens was successfully implanted. The reporter states that possibly the lens was torn during loading "due to the poor status of icl forceps." The tear was not discovered until after the lens was implanted.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic torn and the torn piece missing. Claim # (B)(4).